Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device's blade snapped off. They retrieved the blade tip through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient